Event description:
The iops atw-2 guidewire was inserted into a 125cm simple curve viewpoint catheter and advanced into the celiac portal of a tambe device. The catheter was inserted into the native celiac artery, however, the guidewire had resistance upon removal. The wire was forced out, which caused the catheter to pop out of the celiac portal and the entire system was pulled out of the body. It was noticed upon removal that the wire was kinked. No patient adverse effects were reported due to this occurrence.

Manufacturer narrative:
A review of the device history record confirmed that the lot was released meeting all acceptance criteria. The reporter stated that after the device was inserted into the catheter and manipulated for a couple minutes, the catheter was eventually in the native celiac artery, but the guidewire was unable to be removed. The reporter stated there was resistance felt about halfway through the catheter while it was pulled out of the body. The reporter had to force the wire out, and upon removal, he noticed the end of the wire was kinked and delaminated. The instructions for use (IFU) had previously been updated to include a warning related to device manipulation and guidance on how to proceed in cases of resistance; however, this version of the IFU was not included with the subject device. The subject device was returned for investigation; however, testing is not yet complete and the investigation is ongoing.